Event description:
Unable to thread guidewire of a triple lumen catheter beyond 2-3 cm for PICC placement. Unable to remove guidewire as well. A small incision was made to remove guidewire. A knot was noted at the tip of the guidewire.

Event description:
Unable to thread guidewire of a triple lumen catheter beyond 2-3 cm for PICC placement. Unable to remove guidewire as well. A small incision was made to remove guidewire. A knot was noted at the tip of the guidewire.